Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for analysis. Functional testing did not confirm the customer?s complaint. Device turned on with all led fully functioning. The root cause for this event is unknown; however, the most probable cause is corrosion found on the battery holder assembly. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
It was reported that no lights are working (potentially intermittent) and missing a knob. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. D3, g1, and g2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.